Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, high pacing impedance was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.